Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013 the patient had a femur fracture on the left. A short proximal femoral nail antirotation (pfna) was implanted. The position of the implanted nail and blade was optimal. The patient felt again and suffered a femur fracture on the right, with another pfna being implanted. The patient suffered (without falling) a second fracture under the left nail. The fracture is in the area of the distal locking bolt left with simultaneous implant fracture at the level of the distal locking bolt. Another surgery was performed (B)(6) 2013. The nail was removed. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
The device was sent to rms foundation for material analysis (report (B)(4)). Based on the topography of the fracture surface, we can conclude, that the proximal femoral nail antirotation (pfna) was subjected to one sided low-moderate dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the proximal femoral nail antirotation (pfna). The nail could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.